Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.

Event description:
Boston scientific received information that this patient was seen for a possible syncopal event. The device was interrogated and there was no indication as to what could have caused the syncope. The patient will be monitored. To date, there have been no additional adverse patient effects reported.